Manufacturer narrative:
(B)(4).

Event description:
Insufficient device patency was also reported.

Manufacturer narrative:
(B)(4).

Event description:
On an unknown date in 2014, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: inaccurate delivery. No further information is available for this event.